Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely as the longevity decreased from eight and a half years to five and a half years in a six month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days, or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely as the longevity decreased from eight and a half years to five and a half years in a six month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days, or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The sales representative contacted the explanting facility asking if the device is available for return, but no response has been received yet.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.